Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called and reported that the "monitors always turns off during operation, one even during a resuscitation". The date of the event occurring during the resuscitation is unknown.

Manufacturer narrative:
Although the malfunction could not be reproduced, philips cannot rule out a product malfunction at the time of the reported incident. A philips field service engineer (fse) went to the customer site, and spoke to the customer biomed. After consultation with physician and nurses in the ward, the monitor reboot issue during a resuscitation was not known. In the tests performed, the systems corresponds to the manufacturer's specifications and are ready for clinical use. No parts were ordered and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted a this time. According to the customer, no patient was harmed and treatment was not delayed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.